Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ce infusor sv (small volume) 2 ml overinfused. It was further reported that the infusor was filled halfway to reduce the infusion time in half (24 hours instead of 48 hours); however, the infusion lasted 12 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.